Event description:
During the index procedure two endeavor sprint drug eluting stents were implanted; one in the rca and one in the lad. An angiographic complication of perforation occurred during the implant of the stent in the rca.

Manufacturer narrative:
Results and conclusions: (perforation). (B)(4).